Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted.

Event description:
Boston scientific received information that this implantable device declared the battery status elective replacement indicators (eri) with a monitoring voltage of 2.73 volts and extended charge time of 20.2 seconds. Tones were emitted by the device due to eri. Replacement was recommended. Currently this device remains implanted and in service. No adverse patient effects reported.